Event description:
It was reported a promus 3.0 x 28 and promus 2.75 x 15 were deployed in the left anterior descending artery (lad). The promus 3.0 x 28 was deployed within the distal portion of the proximal lad and the promus 2.75 x 15 was deployed in the proximal portion of the distal lad. Intravascular ultra sound (ivus) was performed and 75% to 90% stenosis remained in the proximal lesion and further treatment was scheduled. After the stents were deployed there were no abnormalities in the pt condition and the pt was discharged from the hospital on (B)(6) 2010. On (B)(6) 2010, after the pt was discharged from the hospital the pt had discomfort in the chest, st segment elevation was confirmed and the pt was sent for coronary angiography (cag) and in-stent thrombosis (isr) of the lad was observed. Thrombectomy was performed and another stent was deployed to treat the isr and the pt recovered. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u report will be submitted with all additional relevant information. The rx promus (part 1009540-15b, lot 9120341) is being reported under a separate medwatch report number.